Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reported receiving low insulin alerts and the pump displaying zero insulin. There was no impact to the customer's blood glucose level. Reportedly, cold insulin had been used.